Event description:
The reporter indicated that the surgeon used an "implantable contact lens on monday and it was faulty." Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).